Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) lead had "broke". The ra lead was inactivated. No patient complications have been reported as a result of this event.